Event description:
During a biliary stenting, it was reported that the doctor tried to deploy the stent and it would not deploy. The system was removed and re-inserted. The system would not deploy a second time.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown.